Event description:
N/a

Manufacturer narrative:
Updated fields - b4, e2, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) stated failure observed by end user batteries not running more than 5 minute's. Fse performed battery run test and batteries failed at 48 minutes. Replaced batteries and customer will charge overnight as per operational manual. Expired safety disk was replaced. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
Due to character limitation, below field is added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that battery of cs300 intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.